Manufacturer narrative:
The manufacturer's field service engineer confirmed the backup alarm failed and replaced the cpu pcb to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm failure. No patient involvement reported.